Manufacturer narrative:
Upon evaluation of the returned product, it was determined that this device did not cause or contribute to the reported event and no defect was found.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - mis quad-sparing headed screw 48mm catalog #: 00598304048 lot #: 64691666, mis quad-sparing headed screw 48mm catalog #: 00598304048 lot #: 64727483. Report source - foreign: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2021-00313, 0001822565-2021-00314.

Event description:
It is reported that during knee arthroplasty while the surgeon was inserting a screw into the femur through the spacer block femoral resector, the head of the screw fractured inside the inserter. The surgeon attempted to remove the screw from the device with pliers, resulting in a twenty-five (25) minute delay and an anterior micro fracture to the patient's femur. Attempts have been made, however, no additional information is available at this time.